Event description:
A customer reported that during surgery, the unit kept irrigating without depressing the footswitch. The case was completed with an alternate footswitch following a 15 minute delay. There was no patient harm.

Manufacturer narrative:
The facility did not request service. The customer ordered a replacement footswitch. The footswitch was returned and a visual assessment of the returned sample did not reveal any nonconformity. The footswitch was tested and passed all testing. A review of complaints for the last 24 months did not indicate any additional similar reports for this footswitch or system. The root cause is unknown. (B)(4).